Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. PMA/510k#: 510(k): k926214. The actual device was received for evaluation. Visual inspection revealed that on 0mm - approximately 3mm from the distal end of the shaft, the urethane outer layer had been fractured and separated with the exposure of the core wire. Magnifying and electron microscopic inspections of the fracture surface found a part of the urethane had been stretched. This inferred that the actual sample was subjected to pulling force. The distal end of the core wire was inspected under ccd and sem and compared with that observed on a factory-retained sample of the involved product code. Both showed the same cross section that implied they had been cut properly in the manufacturing process. Based on this, it was presumed that the core wire of the actual sample had not been fractured. The outer diameter of the actual sample was measured on the intact segment and confirmed to meet the specifications. Reproductive testing was performed factory-retained samples of this product. The distal section of a test sample in the holder tube was pinched with gloved fingers, and then the test sample taken out of the holder tube instantaneously. The result showed that only the urethane outer layer got separated from the core wire. The distal section of a test sample inserted in a tube was pinched with forceps, and then exposed to an instantaneous pulling force. The result showed that the core wire and the urethane outer layer got fractured. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and shipping inspection record. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. The quality of the product is assured by thorough work and inspections, including the followings: the product after passing the urethane coating process is 100% checked for the entire length with laser measuring tool. The product after passing 100% visual inspection is subjected to 100%-dimensional inspection with go/no go gauge. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample in the state of its distal section being trapped in an object was exposed to excessive pulling force, resulting in the separation of the urethane outer layer and the exposure of the core wire. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that they inserted the actual radifocus guidewire in the patient without knowing that something like hair was protruding from the distal end of the actual sample. They found it afterwards when they pulled the device out and attempted to reinsert. They exchanged for a new one. Nothing remained in the patient, there was no harm to the patient's health.